Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the faradrive steerable sheath clear procedure, there were bubbles in the sheath during the withdrawal. The bubbles were observed in the sheath shaft. There were no abnormalities noted, during the preparation of the sheath. No air was seen in the patient. A new device was used to complete the procedure. A farawave catheter was noted inside the sheath prior at the time air was observed. A pressure bag was the method of irrigation, with a flow rate of two drops per second. The position of the guidewire was protruded from inside the catheter. No patient complication occurred. The device is expected to be returned.